Event description:
It was reported that during a prostate procedure, the tissue pad came off the device and fell into the pt. The piece was retrieved. Another like device was used to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.